Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving lost sensor alerts. He stated that these alerts occur more often when he is at home with wifi. He also reported that the sensor gave inaccurate readings. The sensor gave a reading of 30 mg/dl when the blood glucose reading was 120 mg/dl. He also reported receiving calibration errors which were followed by a change sensor alert. Nothing further was reported.